Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. Intracerebral bleeding is a known inherent risk of flow diversion procedure and is documented in the pipeline flex instruction for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of patient death after pipeline flex implantation. The patient presented with symptoms due to two unruptured, giant aneurysms -- one in the basilar artery and one in the right vertebral artery. The aneurysms had a max diameter of 36mm and neck width of 19mm. The landing zone artery size was 2.4mm distal and 3.5mm proximal. The pipeline flex was implanted to treat both aneurysms. It was reported that the procedure was technically excellent. No device issues or procedural complications were noted. Angiographic result post-procedure showed aneurysm eclipse. The patient was discharged the next day and symptoms began to resolve. Five days post-procedure, it was reported that the patient was found unresponsive. The patient passed away that day. It was reported that the autopsy showed a 3mm hole in the distal portion of the basilar aneurysm; the patient's cause of death was intraparenchymal hemorrhage. The vertebral aneurysm was void indicating a successful treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.